Event description:
Diabetic (type ii) male suffered "an attack", and subsequently fell and hit his head. Diabetic had been inappropriately administering insulin based on ranges in test strip labeling intended for reference in performing quality control checks with glucose control solutions. Diabetic claims his physician directed him to base insulin by this info.